Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/08/2026, it was reported that the patient¿s cgm was reading high mg/dl. No bg meter comparison value was taken. The patient was also wearing a tandem insulin pump. The patient self-treated with an insulin injection and then went to sleep at 6pm. By 06/08/2026, in the early morning, the patient stated her cgm was in a brief sensor error state. The patient was unaware of when this issue began since she had been asleep. The patient was asymptomatic at this time. She self-treated with an insulin injection and then went to work. It was also mentioned that the patient has an unrelated liver condition. After being at work for about 4 hours, the patient¿s cgm was still in a brief sensor error state and she began to feel dizzy and nauseous. No bg meter reading was taken at this time. The patient¿s daughter took the patient to the emergency room (ER) for evaluation. At the ER, around 9am, the patient¿s bg meter reading was over 600 mg/dl. The patient was treated with IV fluids and IV insulin. The patient¿s sensor was also removed. The patient was discharged later the same day around 1pm. At the time of report, the patient was experiencing a headache. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.